Event description:
Boston scientific received information that during the implant procedure, no programmer was used in the operating room and there was not a field representative present during the procedure. It was noted that after this pacemaker was connected to patient's chronic right ventricular (rv) lead, there was no pacing as the lead was a unipolar lead and the device is nominally programmed to bipolar mode. As a result, the patient's heart rate dropped to 27 bpm. The pacemaker was re-programmed to unipolar configuration for both sensing and pacing which resolved the issue. No additional adverse patient effects were reported. The rv lead was a competitor's product.

Manufacturer narrative:
(B)(4). The device was successfully implanted and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.